Event description:
It was reported that, during a routine change-out procedure, the left ventricular (lv) lead insulation was found to be very damaged in the pocket. The physician believed the abrasion to be caused by the device in the pocket. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).